Event description:
It was reported that: "revised. Poly insert swap due to instability."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.